Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing or in the pump trace download.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was unknown. It also reported that display is blank currently and display was not blank less than 30 seconds. It also reported that the display did not returned after insulin pump restart. Customer states battery compartment is neither damaged nor corroded. Customer states the spring is neither damaged nor corroded. The customer was advised that the pump will need to be replaced. The customer will return insulin pump for analysis.